Manufacturer narrative:
The device remains implanted. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 20 days after the implantation of an intraocular lens (iol) into the left eye (os), the patient presented with tass syndrome. Patient was treated with topical corticosteroids and betamethasone transconjunctival injection into the eye.

Manufacturer narrative:
The iol was not returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.